Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Health professional reported left side exchange of textured breast implants due to the patient¿s concern with the product, "breast pain", "breast change" and capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening, yellow particles, crease fold, missing. Leak test was performed and found opening on anterior side. A microscopic analysis was performed which identified a striated edge opening, consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a striated edge opening on anterior side due to surgical damage. Additional, changed, and/or corrected data: b.5., d.7., d.10., g.1., h.3., h.6.

Event description:
Device has been explanted.